Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There is no patient impact associated with this complaint. On (B)(6) 2012 it was reported that the up and down arrow buttons did not respond with every button press. The reporter stated that the issue was noticed when rewinding the pump to change the cartridge. No additional information was available. This complaint is being reported because the alleged button issue remained unresolved at the time of troubleshooting.